Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: total delamination assessed as adhesive failure. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ white particles in device inner surface are observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.